Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h10.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in catheter was unable to advance. The following information was provided by the initial reporter: it was reported by the medical professional, they were unable to advance the catheter.   Verbatim: on 08-20 our staff used nexiva diffusics product on a 7 month old child in our acute pediatrics department. Per the nurse the childs foot was poked with the IV catheter but was unable to advance the catheter. The lights were turned off and a wee light was used to find a good vein and they noticed blood was dripping onto patients bed from the catheter end closest to the nurse. An overhead light was turned on and it was noticed that the needle had penetrated the patients skin but the catheter was on the outside of the poke site laying on top of patient skin. Entire system was removed from the patients foot, saved, and turned into management.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1053889. Medical device expiration date: 2024-02-29. Device manufacture date: 2021-03-22. Medical device lot #: 1082440. Medical device expiration date: 2024-03-31. Device manufacture date: 2021-05-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in catheter was unable to advance. The following information was provided by the initial reporter: it was reported by the medical professional, they were unable to advance the catheter.   Verbatim: on 08-20 our staff used nexiva diffusics product on a 7 month old child in our acute pediatrics department. Per the nurse the childs foot was poked with the IV catheter but was unable to advance the catheter. The lights were turned off and a wee light was used to find a good vein and they noticed blood was dripping onto patients bed from the catheter end closest to the nurse. An overhead light was turned on and it was noticed that the needle had penetrated the patients skin but the catheter was on the outside of the poke site laying on top of patient skin. Entire system was removed from the patients foot, saved, and turned into management.